Event description:
The customer reported that device showing an error 1000 (defib failure - biphasic processor). There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that device showing an error 1000. There was no reported patient involvement.